Event description:
It was reported that when the physician was ready to use the laser to perform a left middle ear exploration, ossiculoplasty with ktp laser. The laser fired and there was no beam. The physician tried again and saw the red beam in the fiber approximately 2 feet from the actual machine, 2 watts, 0.1 duration. The machine was about 3 feet from the field. There was a break in the fiber. The procedure was completed "as planned" with a second fiber. No patient or end user injury was reported.